Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012. The drive of the disposable decreased after continuous use of the motor drive unit. The procedure was completed with the same equipment. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the procedure was a laparoscopic supracervical hysterectomy. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. On evaluation, there was a misalignment between the cpc coupler and cpc connector causing the unit to stall,